Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys vitamin b12 immunoassay (b12) and the elecsys folate iii assay (fol) on a cobas 8000 e 801 module (e801). The erroneous initial results were reported outside of the laboratory. The customer realized the results were incorrect as the active b12 result from the patient was > 128 pmol/l. The sample was then repeated. The sample initially resulted with a b12 value of 73.8 pmol/l. The sample was repeated on (B)(6) 2018, resulting with a b12 value of > 1476 pmol/l accompanied by a data flag. The sample initially had a fol value of 1.36 nmol/l. The sample was repeated on (B)(6) 2018, resulting with a fol value of 36.2 nmol/l. No adverse events were alleged to have occurred with the patient. The b12 reagent lot number was 273912. The reagent expiration date was asked for, but not provided. The fol reagent lot number was 319846. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service engineer performed a high voltage adjustment of the photomultiplier tube and ran performance testing. It was noticed that some racks were missing rubber bungs.

Manufacturer narrative:
The provided quality control data and calibration signals are within the expected range. From the analysis of the calibration signals and the control values, a general reagent issue can most likely be excluded. The customer was shown proper rack handling specimen loading processes. The investigation was unable to find a definitive root cause.